Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump. It was reported that they had a pain pump for 9 years and while attempting to replace the catheter, they contracted a rare finegold magna infection and the entire pump was removed and could not find anyone to replace it due to the flap plastic surgery they needed after. They asked for any recommendations for anyone nearby as no one could match that pain control with oral medications now and they had lost all quality of life.